Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to a technical power failure. The control panel was found to be defective and the fse resolved the reported failure by replacing it. The ventilator then passed all functional and safety tests and was cleared for clinical use. This cannot be confirmed due to lack of records. The control panel includes a capacitive touch screen with multi-touch, a 15-inch led-backlit display, and several boards for different functions. The touch controller board manages the touch screen, while the I/o board handles external connections. The cpu board controls the main system functions. The faulty control panel was sent for further investigation. Visual inspection of the returned part revealed no abnormalities. A simulated test was then carried out in our ventilation laboratory. Several cold starts and restarts were carried out, both mains and battery, with pre-use checks between the two types of start. All without any issue. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).